Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed a reddish material in the pebax. They also observed a twisted condition and a hole in the pebax and an electrode lifted. An electrical test was performed, and an open circuit was found in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The root cause of the damage observed in the pebax and electrode could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer reported signal loss. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the lifted electrode. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material in the pebax with a twisted condition, a hole in the pebax and an electrode lifted. It was initially reported loss of bipolar signals of map1-2 during the procedure. They tried to disconnect and reconnect the cable and the catheter, without any effect. They changed the catheter to solve the problem and perform the case. There was no patient consequence. The customer¿s reported signal loss is not considered to be MDR reportable since the risk to the patient is low. On 6-nov-2023, the bwi pal revealed that a visual inspection of the returned device found a reddish material in the pebax. They also observed a twisted condition and a hole in the pebax and a lifted electrode. These findings were reviewed and determined the issues of a ¿hole¿ and a ¿lifted electrode¿ are MDR reportable product malfunctions.